Event description:
It was reported that the lifting arm of the power load is not lifting the cot correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the lifting arm of the power load is not lifting the cot correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
.